Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). Analysis showed that the battery diagnostic data indicated that the power consumption of this device has been increasing during the past year. The malfunction appears consistent with other pulse generator that have had continuous average power increases. As of this time, the device remains in service. No adverse patient effects reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that the power consumption of this implantable pacemaker was higher than expected and the customer wanted to confirm if there was premature battery depletion. Data analysis revealed that the pacemaker was depleting prematurely. A safe replacement interval calculation was completed. This device was explanted and replaced. No additional adverse patient effects were reported. The device was returned and it is waiting for product analysis.

Event description:
It was reported that the power consumption of this implantable pacemaker was higher than expected and the customer wanted to confirm if there was premature battery depletion. Data analysis revealed that the pacemaker was depleting prematurely. A safe replacement interval calculation was completed. This device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.